Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report #3003742446-2008-00194.

Event description:
The report rec'd from the field indicated that a female pt presented with an acute myocardial infarction after implantation of two cypher stents in 2005. Coronary angiography was done and the previously implanted stents were thrombosed. The stents: a 3.5 x 13 mm and a 3.5 x 18 mm stent were implanted in the right coronary artery (rca) target lesion. Additional info has been requested.